Event description:
The customer stated that he was treated by the paramedics due to low blood glucose levels. The customers also reported a discrepancy between the sensor and blood glucose readings. Troubleshooting was performed. Advised the customer that he may have calibrated during the time that the blood glucose levels were changing, which would throw off the sensor readings. Educated the customer on proper calibration times. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.